Event description:
During "acl" reconstruction procedure biorci interference screw cracked and fell apart. Screw and pieces were successfully removed. A second screw was used and surgery was completed without issue.